Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, as a black rubbery material that was clogged in the nozzle. However, the material was unable to be further specified. The cause of the remaining foreign material could not be presumed from the obtained information. It was determined, that the reported phenomena might be prevented by following these descriptions from the instructions for use (IFU): caution: to prevent clogging the nozzle, always use the air/water channel cleaning adapter to clean the air/water channel after each use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope was clogged. There was no report of patient harm associated with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The nozzle is clogged by black rubbery material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the ultrasound image was compromised due to damaged piezoelectric elements, the bending section cover rubber glue was separated, and the key top 1 was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.